Manufacturer narrative:
On 25-nov-2020, the suspected medical device was returned for evaluation. On 17-dec-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with the mentor's procedures. No leak sites were confirmed, and there were no difficulties in adding or removing fluid from the device. An investigation of the returned device was performed, and mentor could not uncover the root cause of the device failure. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a 600cc artoura breast tissue expander was being used for a primary breast reconstruction, and the device could not be expanded intraoperatively (side unknown). As a result, the implantation surgery was completed with an unspecified tissue expander. No patient consequences or procedural delays were reported. At the time of this report, there is no evidence of a need for additional surgical intervention. A healthcare professional reported that the patient has been fully recovered. However, if additional information is received in the future, a supplemental report will be submitted.